Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery for the past three weeks. The customer's blood glucose levels were also elevated for the past three weeks. The alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.